Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
On (B)(6) 2018, revised to address loosening of the tibial and femoral components, and pain. The surgeon reported a lot of adhesion tissue around the patella and patellar tendon. He indicated the knee was very stiffness. There was no adherence at the femoral - cement to implant interface. The surgeon indicated the tibial component was completely loose at the component to cement interface. He noted the patella was found to be placed lateral and with some wear, and revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2015, (tibial tray, cement, patella and femoral component). Doi: (B)(6) 2016, (tibial insert). Dor: (B)(6) 2018, (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.